Manufacturer narrative:
Initial alert date/ devices deemed reportable at the conclusion of the investigation on september 11, 2019 investigation summary: visual inspection: the va-lock scr 2.7 head 2,4 self-tap l12 ss (p/n: 02.211.012s, lot #: unk) was returned and received at us cq. Upon visual inspection, the locking threads were found to be stripped. In each instance the condition is consistent with difficulty locking the screws to the plate. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review mre: a manufacturing record review. Was not performed since there was no lot number on the received device/provided by the customer. Complaint confirmed? Yes, the device received is stripped. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lock scr 2.7 head 2.4 self-tap l12 ss (p/n: 02.211.012s, lot #: unk). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the reduction and osteosynthesis with plate of the lateral malleolus surgery on august 1, 2019 to treat bi-malleolus fracture, the locking of the distal screw was defective. Consequently, the other screws became damaged. The surgeon used another 4 holes plate and screws. There was fifteen (15) minutes surgical delay. There was no clinical consequence but an increase of the infection risk linked to the increase of the operating time. Patient outcome is reported as back home, scheduled for follow up visit. This is report 4 of 8 for (B)(4).